Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with lumbar spondylosis of l4-l5 and l5-s1. The patient underwent anterior lumbar fusion of l4-l5 and l5-s1 with interbody fusion cages, bone morphogenic protein as well as anterior lumbar plating of l4-l5 and l5-s1. As per-op notes, ¿the cage system was used according to manufacturer¿s specifications with 16x26 mm cages being placed and packed with bone morphogenic protein impregnated collagen sponges at l5-s1. Similar procedure was then performed at l4-l5. Again 16x26 mm cages were placed. No patient complications were reported. The patient presented with discogenic back pain at l4-5, l5-s1 and underwent left retroperitoneal dissection for exposure of l4-5, l5-s1 for discectomy, placement of cages and anterior plating system. The patient tolerated the procedure well." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.